Event description:
It was additionally reported that the console was on the spare circuit and part of the morning checks. When the nurse switched it on at the console, the s1 fail message appeared, the nurse switched it off/on, but the message was still there. The nurse then switched it on/off at the wall however the message stayed. No troubleshooting was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console had a s1 fail.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of an s1: power-on self-test occurring on the centrimag console. The centrimag motor (serial number unknown) was not returned for analysis, and the cause of the s1 alarm was isolated to an issue with the returned centrimag console (evaluated separately). The motor was not correlated to the root cause of the reported event. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.